Event description:
Hold for qc.during a tfn procedure, right hip, the surgeon was using the stepped drill bit. A 2.4 mm piece of the drill bit broke off in the femoral neck. The surgeon could not retrieve the piece and the piece remains in the femoral neck of the pt. Post op x-rays show the tip of the broken drill bit is next to the helical blade. It was noted the facility was concerned the whole system is off angle and misaligned. Surgeon manipulated the set to complete the procedure successfully, the helical blade was inserted without difficulty, and there were no further incidents and no intraoperative adverse effect to the pt was noted. Procedure was delayed approx one (1) hour. This is 4 of 5 reports.

Manufacturer narrative:
A review of synthes device history records for lot# 4826651 revealed the insertion handle for trochanteric nails was manufactured by american manufacturing technologies on supplier work order (B)(4). The lot passed the final inspection. The unit has numerous nicks, dings and scratches all over the device. There is a large deformity on the slide rail. The instrument conformed to dimensional specifications at the time of mfg and passed functional testing at synthes incoming inspection. The unit returned for the complaint met dimensional inspection with the exception of the oblong hole on the handle. The hole was slightly undersized, but it could be due to the damage to the product.